Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with batteries not lasting as long as they should be. The customer mentioned being hospitalized for high blood glucose levels, but declined to answer questions regarding hospitalization. The customer states they did not receive weak battery alerts. Troubleshoot was conducted. The customer is being sent out replacement battery cap.